Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that fluid was leaking from the level 1 trauma fast flow disposable. This product problem was discovered during a pre-use check. No patient injury or complications were reported in relation to this event.